Event description:
Rn noted blood was present in tubing from iabp. Md notified and orders received to remove iabp. Pt's cardiac output and index dropped and additional IV vasopressors were added to support the patient hemodynamically. Iabp catheter ruptured.